Event description:
Technician said this bed had no bed functions.

Manufacturer narrative:
Tsr found the pcm defective. Tsr replaced the pcm to repair this bed. He said nobody was hurt. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.